Manufacturer narrative:
A ge service representative performed an onsite investigation. Internal system contacts were evaluated, cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. Further info was received from the fse indicating that the system locked up and/or shut down as a result of the error. There is no report of a pt injury or death associated with this event.